Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the customer was unable issue medication as the items did not show under patient profile. A technical support specialist (tss) guided customer to override the item and add the medication to the patient profile. The customer was then able to issue the medication successfully. The system functioned as intended after the technical support specialist assisted the customer with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux the user was unable to issue haloperidol 5mg/ml inj, as the item did not appear under the patient profile. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.